Event description:
I had my first set of breast implants (natrelle allergan saline) placed on (B)(6) 2010. I started to have problems immediately including capsular contracture on the right with delayed wound healing. On (B)(6) 2013, I had a spontaneous rupture of my left implant which required and it was recommended by my plastic surgeon to replace both natrelle allergan silicone implants and that was performed on (B)(6) 2012. Since that time, I have developed a myriad of symptoms that every doctor has discounted or medicated me for and all traditional therapies have left me untreated and very ill. I stopped receiving medical care in 2016 because my medical doctor could not offer me any remedies to my many health complaints. I am living almost every day feeling like I am dying with symptoms of the worst fatigue of my life, cognitive dysfunction that leaves me searching for words and very poor memory. I live with the worst muscle aches, pain and weakness, joint pain. I have hair loss, dry skin, splitting fingernails, diagnosed eczema and diagnosed dry eye syndrome with severe decline in vision requiring bifocals. I live with temperature intolerance as I feel like I am freezing in any temperature, insomnia, soaking right sweats and frequent heart palpitations. I have had several cardiac work ups with do diagnosis for the problems that I experience. I have swollen lymph nodes in my breast, neck groin that I had biopsied back in 2011. I have chronic back and neck pain with tingling and numbness in my arms and legs and had several injections in my neck that did not resolve my problems. I have a right capsular contracture with pain and itching around my implant and it feels like it is ripping from my chest wall every time I lift my arm. I have severe urinary symptoms including frequency, urgency and nocturnal incontinence. Medication did not help these problems either. I have migraine headaches, dizziness upon standing and terrible emotional instability. I have anxiety, a history of suicidal thoughts, panic attacks and depression. I did have a minor history of anxiety and depression prior implant but my symptoms became almost uncontrollable, requiring medication right after implant. I have hypothyroidism that was treated also without resolution of symptoms. I¿m sure I have some symptoms that I have failed to mention as my general condition of life is very poor at this time and it became very evident shortly after getting my breast implants. I was treated for years for multiple conditions and none of the therapies helped my symptoms and the side effects of the medications got to be so bad that I halted all medicines and have had to seek out natural ways to attempt to deal with my many symptoms until I can get these implants removed. It has taken me years of research to realize all of my symptoms could be related to silicone toxicity.